Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial. Visual inspection found no visible damage. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticmo13.2, -8.0/+4.0/105 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a longer lens due to lens rotation. The problem was resolved. The cause of the event is reported as a patient-related factor.